Manufacturer narrative:
The actual device was not returned to bd however product from the same lots were evaluated. Prior to this event, a voluntary bd field action had been implemented. While the field action was in progress a complaint was received on nov 02, 2007, that reported an adverse event. Triggered by the field actions' customer notification letter, the complaint indicated that, "the cannula may have been loose or blocked." A conversation with the md claimed that a luer lok syringe was used. It should be noted that it would be difficult to disengage a hydrodissector from a properly engaged luer lok even with extreme force. However, due to the customer complaint, this report is provided as MDR reportable event. Our internal investigation determined that the crimped portion of the cannula restricted the flow rate. Further study found the root cause of the manufacturing error to be attributed to the tightness of a pivot bolt on the crimper machine. Actions have been taken to revise the crimping procedure to include proper tightening of the pivot bolt. Additional in-process dimensional and flow rate checks are performed every hour during the run. Further actions have been initiated to elevate the recall of the affected product to reflect the potential for minor pt injury. Affected lots are: 585155 lots 7177806, 7088657; 585793 lots 7178690, 7088612. Catalog # 585793 is identical to 585155.

Event description:
A pt had an uneventful cataract extraction with a lens implant. At the conclusion of the surgery, the surgeon was hydrating the cornea with the hydrodissecting cannula when it forcibly detached and impacted the pt's globe causing bleeding and capsule rupture which resulted in a vitrectomy. At the time, it was determined that the cannula may have been loose or blocked. The pt was seeing well the next day.